Event description:
It was reported that the customer had a blood glucose level of 600 mg/dl. The customer expressed the following symptoms: dry mouth and tiredness. The customer stated that when she attempted to bolus, her bolus wizard told her to deliver zero units of insulin. She treated herself with a manual injection. Standard troubleshooting was performed the customer was unsure if her basal rates were correct. She was advised to speak to her health care provider. Troubleshooting was not completed since the customer was tired. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report completed to the best of our knowledge.